Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat pain secondary to osteoarthritis. The patella was resurfaced and unknown cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee attune revision to treat pain and recurrent swelling secondary to a loosening of the tibial tray. Upon entering the joint, the surgeon excised periarticular scar tissue. The tibial tray was grossly loose at an unknown interface and removed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with a depuy tc3 revision construct. The procedure was completed without complications. Doi: (B)(6) 2016 dor: (B)(6) 2017 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.